Event description:
A report was received that the patients stimulator was not covering the pain area correctly. It was noted that the patient had multiple reprogramming sessions, however, it did not help. The patient was given a cortisone injection.